Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported: on (B)(6) 2025, the patient underwent a planned endovascular repair of an abdominal aortic aneurysm. The patient was treated with the gore® excluder® aaa endoprosthesis and gore® excluder® conformable aaa endoprosthesis. The gore® devices were successfully implanted. On (B)(6) 2025 it was noted that the patient experienced compression of the right iliac limb (B)(4). It was determined to monitor the compression. On (B)(6) 2026, the patient underwent a reintervention procedure in which the right and left iliac limbs were reinforced with bare metal lifestream stents to address and resolve the compression. There were no issues or deficiencies with the left limb. Reinforcing the left limb was necessary in order to successfully treat the right limb.